Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for three to four hours. The treatment for the high blood glucose was insulin administered by pen. No further information available.